Event description:
During a hand assisted laparoscopic donor nephrectomy procedure a hem-o-lok ml endo5 applier was unable to close a clip on a vessel, and damaged the gonadal vessel. The surgeon then used other methods of vessel closure. There was no further complication reported on the pt after the surgery completed.